Event description:
It was reported that an unknown female patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a vt / atrial flutter procedure the patient developed a pericardial effusion while performing a cti ablation line. This was observed by intracardiac ultrasound. A pericardiocentesis was performed in which 260 cc's was removed from the pericardial space. The patient left room awake, with drain removed, in stable condition, and was transferred to the ccu for observation. Catheter was discarded and was not suspected to be malfunctioning the bwi company representative is not entirely sure, however, the physician thinks ablation formed a hematoma which then ruptured but we did not notice anything unusual about the ablation itself; no product malfunction or pre-existing condition that would have caused it. Transseptal was performed earlier in the case for a left sided pvc but was not suspected to cause any issues; the bwi company representative does not have information on equipment used for transseptal. There was no evidence of steam pop. Normal recommended flow settings were used for stsf. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were: dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were: 3mm stability, 3g, 25% of time, 3 seconds. No additional filter was used with the visitag. Surpoint color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).